Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a npwt, one (1) renasys touch non-connect 4th ed device was unable to charge. The machine was then plugged into the mains by the hcp who noticed there was smoke, sparking and a strong burning smell from where the lead enters the machine. It was turned off at the mains and safely removed and no harm was caused to either patient or hcp. The treatment was resumed, after a 5 day delay, using an equivalent s+n back-up. No further complications were reported.

Manufacturer narrative:
H3, h6: the device was returned for evaluation. The visual inspection performed on the returned device revealed that the case parts are broken. A functional evaluation performed on the returned device revealed that the dc inlet port j1 is broken and the individual pins are bent in such a way that they cause a short circuit when the plug is inserted; therefore, the device cannot operate on ac or battery power, neither can recharge the battery. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. No similar events were found in the complaint history; therefore, this would suggest it is an isolated event. A historical review concluded that there have been no previous escalated actions for the part number and failure mode reported. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. It is recommended that all reusable devices be routinely inspected for wear and damage and be replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.